Event description:
Reporter indicated that systems diagnostics testing at a routine office visit resulted in high lead impedance readings, indicating possible lead fracture. Revision surgery is scheduled for 2006. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.